Event description:
Customer reported a male pt had a cardiac arrest between radiology and the emergency department. The IV tubing running normal saline was taken out of the pump and a pressure bag applied to increase the rate. The section with the blue piece that snaps into the IV pump accuslide) ruptured. There was no pt harm due to the tubing issue. The customer stated that no further pt or event details are available.

Manufacturer narrative:
(B)(4). The set will not be returned, per customer the set was discarded. The customer's report of accuslide ruptured could not be confirmed due to the product was not returned for failure investigation. The root cause could not be identified.